Event description:
It was reported that an error occurs on when conducting session sync. The error is related to a database capacity. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further analysis of the event prompted a change in the conclusion code.

Event description:
It was reported that an error occurs on when conducting session sync. The error is related to a database capacity. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.